Event description:
Healthcare professional reported "deflation". This record is for the left side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Manufacturer narrative:
Visual analysis of the photographs identified, it is not possible to determine, the lot number or catalog number through the photos provided. Deflation: not observed. Additional observations: red particles were observed, on the sell. No further actions are required, since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported, "deflation". This record is for the left side. Device has been explanted.